Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2009, the pt reported her insulin infusion sets are not properly adhering to her skin. She said she is using a thick sports tape over the infusion headset as well as taping a loop of the tubing to her body. She stated the tape is itchy and makers her skin break out. She uses antiseptic wipes to prepare her skin. She said she has had this issue since she began using infusion sets. She discarded the infusion sets at issue. Courtesy infusion sets and transparent dressings were sent to the pt. No blood glucose concerns related to this issue were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.